Manufacturer narrative:
D10: 170-36-00 - biolox delta femoral head 36mm od, +0mm. 186-01-54 - integrip cc, cluster 54mm, g2. Unknown - wedge plasma stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, a patient underwent an initial right total hip arthroplasty. Subsequently, the patient presented back to the surgeon's office with complaints of their total hip arthroplasty, including pain, stiffness, and dissatisfaction. The patient has a recalled hip polyethylene liner, which was worn out on the x-ray. The patient was scheduled for a total hip arthroplasty revision, durig which the patient underwent a poly acetabular liner swap and femoral head swap. The liner was changed to a 10-degree face changing +5 lateralized component, and the femoral head size was increased. There was no reported breakage of a device or surgical delay/prolongation. The patient was last know to be in stable condition following the event.